Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of a kaguya cassette was separated. This was discovered during priming at the hospital. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.